Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that whilst using the scorpion ar-12990 with a scorpion needle, the tip of the needle broke and misfired. Another scorpion needle was attached but broke again on the same length. The needle got stuck inside the scorpion device. There was no harm for patient, operator or third party reported. No further information received.